Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her left breast. Patient states skin came off and left an open wound. There was no alleged device malfunction contributing to the irritation. Patient reported that hospital wound care cleaned and dressed the wound. Follow up indicated that the skin area is being cleaned and (B)(6) applied, irritation is improving.